Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle and were returned for examination. Examination of the construct showed the distal end of t1 is missing, t2 showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported non-deployment of t2 could not be confirmed. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.

Event description:
It was reported that during a knee arthroscopy procedure t2 failed to deploy. T1 was removed from the patient and a backup was used to complete the procedure. No patient injury or complications were reported.